Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the driving cap/threaded (part # 03.010.523, lot # 29p4843) was received at us cq. Visual inspection of the received device showed the threaded distal tip broken and the broken tip of the driving cap was stuck in the mating device insertion handle.(03.010.487). The device had surface scratches along the shaft but has no impact on the functionality of the device. No other issues were identified with the device. Dimensional inspection: following dimensions measure per relevant drawings. Measured dimensions: groove = conforming. Shaft = conforming. Document/specification review: the relevant current and manufactured revisions were reviewed:: connector for insertion handle. Dimensional tolerances. No design issues or discrepancies were identified. Conclusion: the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523, lot # 29p4843). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.523-us, lot: 29p4843, manufacturing site: bettlach, release to warehouse date: 15 june 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2021., the driving cap broke off into the radiolucent insertion handle. Procedure was completed successfully with no delay. This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).